Event description:
Invalid result (s). The customer stated that their cassette did not produce a result. The customer appears to have performed the test procedure correctly.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020147 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020147 met the qc criteria and complaint issue was not found from the retained cassettes. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). The customer stated that their cassette did not produce a result. The customer appears to have performed the test procedure correctly.